Event description:
It was reported that no osseointegration was achieved after placement of pepgen bone grafting material at the time of implant placement. The doctor reported that while removing a syncone abutment approximately 1.5 months after placement of the implant and grafting material, the implant "unscrewed."